Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent's first flange was not visible under the eus, and it was not able to expand. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysist. Visual examination found the stent was returned partially deployed on the delivery system. Functional examination was performed, the stent was able to be deployed and the stent fully expanded. A dimensional inspection of the stent was performed and found all dimensions were within specification. No other damages were noted to the stent and delivery system. The reported event of stent first flange failure to expand and stent not visible under eus or fluoroscopy could not be confirmed as these failures occurred during the procedure and it is not possible to replicate in the laboratory analysis. In addition, the stent was returned partially deployed, and during functional analysis, the stent was able to be deployed and the stent fully expanded. Taking all available information into consideration, the investigation concluded that there is not enough evidence to determine the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed, and from the information available, there is no information that this device was used in a manner inconsistent with the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent's first flange was not visible under the eus, and it was not able to expand. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.